Manufacturer narrative:
The devices were returned for evaluation. Investigation is underway.

Event description:
As reported, during insertion of a 26mm sapien 3 ultra valve with a 26mm commander delivery system through a 14f esheath on the right side, there were difficulties with insertion and advancing. The valve and delivery system became stuck in the white strain relief section of the esheath. Attempts were made with more than normal push force to advance the system further through the sheath. Once out of the sheath, it appeared that the commander delivery system was advancing but the valve was stuck in the iliac artery. A balloon was used to occlude the ruptured illiac. Vascular surgery was called to remove the devices. A second 26mm sapien 3 ultra valve, 26mm commander delivery system and 14f esheath were used on the left side to complete the procedure successfully. The delivery system was kinked/bent during the advancements (later was cut out of the patient) and the sheath liner was observed to be torn.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection was performed and the following was observed: delivery system is missing distal balloon shaft cut at distal flex shaft with inflation balloon separated, flex shaft partially cut 1.5" proximal to flex tip, flex shaft braiding exposed thru flex shaft and valve on inflation balloon with several bent struts on inflow side. Patient imagery was provided by the site and tortuosity and calcification were present in patient anatomy. A device history review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The following instructions for use (IFU) and training manuals were reviewed IFU for commander delivery system, device preparation manual and procedural training manual. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from (B)(6) 2020 to (B)(6) 2021 for the commander delivery system (all models and sizes) was performed with the codes identified. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. A risk assessment was performed on the reported event and the risk of a damaged delivery system and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to introduce and advance the delivery system into the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulties or inabilities introducing delivery system / loader and advance through sheath. Additionally, the risk of difficulty to introduce the delivery system through the sheath, sheath liner, sheath strand, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to introduce the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty to insert the delivery system through the sheath, sheath kink.the risk of having difficulty or inability to navigate the system to the intended location due to catheter and/or crimped valve and vascular interactions and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on visualization and assessment of the vasculature (including alternative access) and proper use of flexion during the procedure. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with delivery system and/or crimped valve interfering with the vasculature while tracking to the target location. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. The reported events were confirmed based on the condition of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of device history record, complaint history, and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As mentioned, "there were difficulties with insertion and advancing. The valve and delivery system became stuck in the white strain relief section of the esheath. Attempts were made with more than normal push force to advance the system further through the sheath. Once out of the sheath, it appeared that the commander delivery system was advancing but the valve was stuck in the iliac artery. The delivery system was kinked/bent during the advancements (later was cut out of the patient) and the sheath liner was observed to be torn." Per patient imagery, the patient had calcification and tortuosity present in access vasculature. As instructed per training manual, "in expectation of high friction, use short movements and push delivery system closer to sheath hub". It is possible that due to the resistance experienced, excessive amounts of push forces were exhorted to advance the ds through the sheath. In doing so, delivery system and valve may have negatively interacted and contributed to the reported damage noted onto the delivery system. Additionally, during initial removal attempts it is possible the user tried to retrieve valve/delivery system through sheath. However, due to tortuous anatomy the valve may have been non-coaxial to the sheath tip and lead to the crimped thv to be moved more distally. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) and/or procedural factors (high push force, excessive manipulation) may have contributed to the complaint events.

Manufacturer narrative:
This is one of two manufacture reports being submitted for this case. Please reference related manufacture report no 2015691202103731. Investigation is underway.